Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump broke. The insulin pump alarmed motion sensor test failure and motor position encoder error. The insulin pump wont rewind. The insulin pump also alarmed unexpected restart. Customer's blood glucose level was not reported. During the displacement test the insulin pump restarted and it went back to a motion sensor test failure alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.